Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they had turned their implantable neurostimulators (ins) off for an unrelated plastic surgery a week prior to this report, but the patient programmer would not work when they tried to turn the ins' back on. The patient could not turn stimulation on and they did not know if their inss were on or off. The patient stated it was an emergency and they wanted a manufacturing representative to be contacted since the programmer was showing the recharge the ins screen and the battery was blinking low. The patient started to recharge the ins at the time of this report. Normally, the patient recharged every 4.5 days. The last time the patient recharged was the week prior to the plastic surgery which was 2 weeks ago. While recharging, the patient had difficulty maintaining the antenna over the ins. Repositioning the antenna resolved the issue. On one side, the patient got six coupling bars and the ins was blinking between empty and one quarter. Follow up with the patient's health care provider (hcp) indicated the inss were interrogated and the patient had difficulty recharging the ins. The issue had been resolved. The patient's indication for use is movement disorders. Refer to manufacturer report #3004209178-2016-16712.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.